Event description:
Hamilton medical ag received the following event description from the hospital report : "the ventilator started using on march 26th and a respiratory obstruction alarm occurred at noon on march 29th. Unable to ventilate normally. Hospital analysis: the cause of this event cannot be determined . Immediately replace the ventilator. Repair the faulty ventilator. No significant harm was caused to the patient. ".

Manufacturer narrative:
Investigation is ongoing.